Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Only the connector portion of the lead was returned in one piece. Final analysis found external insulation abrasion at 4.6 cm to 4.7 cm from the connector pin. The external insulation was found to be wrinkled at 4.6 cm to 7.5 cm from the connector pin. Electrical testing found a shorting between conductors consistent with the procedural damage.

Event description:
This report is to advise of an event observed during analysis.